Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother stated that the drive support cap was sticking. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose drive support disk and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify a33 alarm due to motor error alarm. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.